Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The tech found the brake pad was worn down. The tech replaced the brake pedal to resolve the issue. Based on this info, no further action is required.